Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known; therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n (B)(4); a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008k hemodialysis (hd) machine and the patient's death.

Manufacturer narrative:
(B)(4) the plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity. Although requested, no medical records or treatment data sheets have been received.

Event description:
The clinical manager (cm) of an outpatient hemodialysis (hd) facility reported that a patient expired on (B)(6) 2015. At the time of death, the patient was hospitalized at a long term acute care (ltac) hospital for the treatment of a diabetic ulcer. The cause of death was listed as septicemia. The date of the patient's last hemodialysis treatment is not known. Additionally, the date of the patient's admission into the (B)(6) hospital was not able to be provided. Follow-up information was provided which revealed that the (B)(6) facility utilizes fresenius hd machines and disposable products. The hd registered nurse at the (B)(6) hospital reported that the patients last treatment was uneventful and the hemodialysis machine performed as expected. No product malfunctions occurred, identified, or alleged during this hd treatment. No other event related information was made available. The hd machine is not available for evaluation by the manufacturer.